Event description:
Same case as MDR ID: 2134265-2013-06985 reportable based on analysis completed on (B)(6) 2013. It was reported that the shaft stretched. A renegade hi-flo fathom system was selected for use. During unpacking, it was noted that the blue part of the microcatheter stretched. The procedure was completed with another of the same device. There were no patient complications reported as there was no patient involved. However, device analysis revealed the shaft had broken.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic analysis revealed a break in the shaft was present 6.2cm from the proximal end of the catheter hub about 6cm of braid was exposed. A second break was present 144cm from the distal end about 19cm of braid was exposed. There were kinks at 8.7cm and 10.2cm from the distal end. The overall length and working length of the device could not be measured as the unit was broken. Proximal outside diameter and distal outside diameter were both within specifications. A coating confirmation test confirmed evidence of excessive force used during removal from the dispenser coil. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).